Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle ligament reconstruction surgery the introducer tip broke on insertion of screw from the implant. It was further reported by the surgeon that the tip remained inside the patient but it is not expected to cause any short of long term problems to the patient. No further information received.